Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mod classic gel, 215cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: capsular contracture, implant malposition. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient, underwent primary breast augmentation with a (right) 235cc mentor memorygel breast implant and a (left) 215cc mentor memorygel breast implant, suffered right breast implant rupture and bilateral breast capsular contractures (baker grade IV on the right and baker grade iii on the left), post-procedure. The complications were diagnosed via physical examination. As a result, the patient underwent right breast capsulectomy, bilateral capsulotomy and bilateral replacement with (right) 370cc mentor memorygel breast implant, catalog: smpx370, lot: 7656547, sn: (B)(4) and (left) 370cc mentor memorygel breast implant, catalog: smpx370, lot: 9509415, sn: (B)(4). This medwatch form is for the left breast prosthesis. Complications on the right breast/implant has been reported under mrn: 1645337-2021-05923.